Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the occlusion, the customer would typically wait a few minutes and then resume insulin and deliver the remainder of the bolus. The customer¿s blood glucose (bg) level for the past occlusions was not reported and a most current bg was 300 mg/dl. The high bg was address with a correction bolus. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. The customer thought there might be a lot of scar tissue.